Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results generated on the alinity I processing module for a 69-year-old male patient. The following data was provided: sid: (B)(6), collected: (B)(6) 2026. The initial alinity I stat high sensitivity troponin-I was 161 ng/l, repeated the same sample <3 ng/l (clinical range 0-34 ng/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.